Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, version: (B)(4). In a separate case, a medtronic representative went to the site to test the equipment. The computer was replaced which resolved the issue. The system then passed a system checkout. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that system was not loading. Additional information received on 2019-09-04 clarified that the site was experiencing a disc loading issue. The issue was resolved after computer replacement in a separate case.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. The analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.